Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose. Blood glucose level was 585 mg/dl. Customer stated that the insulin pump under-dosed to blood glucose and they felt it. Customer stated that they had dry mouth and tight chest. Customer will continue the use of device.